Manufacturer narrative:
This event was identified during review of scientific literature. The article contained only limited and non-specific device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% tested at the time of manufacture. Literature article: clinical observation and care of 78 cases of preoperative eld for early aneurysmal subarachnoid hemorrhage li rf chinese journal of rural medicine and pharmacy (2014) 21(13):71-72 doi 21(13):71-72.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: a total of 78 patients had lumbar drainage for subarachnoid hemorrhage. According to the article, one patient experienced overdrainage, unconsciousness and pupil changes. The article stated that after drainage was slowed, the patient's symptoms improved. According to the article, three patients experienced disconnection/dislodging of the catheter. The article also stated that one patient experienced a skin allergy which improved after treatment. The article stated that there were three cases of suspected intracranial infection that were controlled with antibiotics. Reportedly, the article stated one patient experienced right leg pain after five days and that the pain had resolved after removal of the catheter after seven days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.